Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a worn plunger clamp and deformed sleeve in the problem area. The plunger clamp and tip clamp sleeve were replaced. The instrument was cleaned. The instrument was tested without further problem and returned to service.